Event description:
An ultratome was used for a therapeutic ercp. During the procedure, the cutting wire broke off at the end of the sphinctertome causing a papillotomy. As a result, the patient received cuts in the ampulla and developed pancreatitis. The patient was given antibiotics in the recovery room then admitted and subsequently released three days later.